Manufacturer narrative:
A field service engineer was dispatched (B)(6) 2016 to the address the reported event. The fse replaced the diaphram behind the pump plunger that was leaking from the wash chamber. There was no further action needed by field service. The g8 analyzer is in good working condition and was functioning as intended and the issue cleared. No further action required by field service. The most probable cause of the reported event the teflon diaphragm failed. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported a leak from the panel filter holder with the g8 analyzer. The customer is unable to run hba1c in the patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.